Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.11 volts while in the package. The device was not implanted, but will be returned to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.